Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and peripheral neuropathy. The patient reported that the second ins moved around. The patient reported that the surgeon ¿fixed it¿ and stated he believed the surgery was just revised and the surgeon ¿stitched it back and made it more secure.¿ the patient reported that he didn't think another device was implanted. No further complications were reported.